Manufacturer narrative:
Based upon further analysis of the complaint presented, no harm or injury was noted during administration of manual ventilation during the device swap and thereby the complaint is being amended from serious injury to product problem. The device has been returned to the manufacturer for further inspection and evaluation. Root cause has been determined to be excessive condensation and liquid ingress into the exhalation cartridge, resulting in contamination of the flow sensor.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30sep2020.

Event description:
During patient therapy it was reported that the ventassist dynpplat (dynamic plateau pressure) monitored value was intermittently unavailable, patient monitoring data of leak percentage was erroneous, and loss of monitored vte (exhaled tidal volume) was noted. It was also stated that a high inspired co2 (carbon dioxide) measurement was noted during therapy. The device was providing therapy to the patient during the time of the event. The patient was removed from the malfunctioning device and manually ventilated via bmv (bag-valve mask) during device troubleshooting and parts replacements. No harm or injury was noted during this event. The device was providing therapy to the patient during the time of the event. The patient was removed from the malfunctioning device and manually ventilated via bmv (bag-valve mask) during device troubleshooting and parts replacements. No harm or injury was noted during this event. The erroneous leak percentage and loss of monitored vte was addressed via device performance calibration testing. Calibration testing failed, revealing expiratory flow sensor failure and expiratory cartridge issues. The ventassist dynpplat monitored value intermittence was assessed with the determination that due to patient tachypnea and asynchrony, a consistent value could not be determined and therefore accurate reporting of the value could not be measured. No failure or malfunction is noted regarding intermittent dynpplat values as the device performed to specifications. The high inspired co2 measurement was addressed by removal of the hospital central medical grade air supply from the compressor. The expiratory cartridge was replaced and calibration reattempted. The device passed calibration and positive pressure therapy reimplemented upon the patient via the device. Further examination of the expiratory cartridge revealed excessive amounts of condensation throughout the cartridge. No further repairs were required or implemented to correct the malfunction. Removal of the hospital central medical grade air supply was successful in alleviation of the high inspiratory co2 condition.